Event description:
Voluntary medwatch received states the patient's right atrial lead was explanted due to infection. Also, right ventricle lead, left ventricle lead and implantable cardioverter-defibrillator were explanted. No additional adverse patient effects were reported.